Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as use error as the customer had incorrectly prepared the calibrator which resulted in the generation of erroneous results. Preparation of a new calibrator and recalibration resolved the issue and there has been no further erroneous results. Patient demographics were not provided. The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as hardware. The fse replaced the reagent syringe, sample syringe, and lamp which resolved the issue. (B)(4).

Event description:
The customer reported the generation of false negative d-dimer patient results on their au480 chemistry analyzer. There was no report of change to patient treatment in association with this event the customer stated calibration and quality control results were acceptable.